Event description:
It was reported that the user experienced persistent hyperglycemia with fingerstick confirmation showing a blood glucose of 229 mg/dl after dinner while using the ilet system and changed the cartridge multiple times due to a suspected cartridge issue; the user was guided through a full supply change to confirm insulin delivery and was using an inset teflon 6 mm infusion set, and a manual bg entry performed for calibration. Customer care provided support that included troubleshooting and education on supply replacement and confirmation of insulin delivery. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction; contributing factors could not be verified despite supply changes and calibration steps. No symptoms associated with elevated blood glucose reported. Outcomes included no hospitalization or long-term sequelae reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.